Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had cracks on the display window. Customer does not know blood glucose value. No further information reported.

Manufacturer narrative:
The insulin pump had a cracked case at a display window corner, cracked display window and a cracked reservoir tube lip.